Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, an early end of sensor session was reported. Data was available for evaluation. Confirmation of the issue and a probable cause could not be determined. No additional event or patient information is available.